Event description:
Patient presented with neck measuring 32mm-21mm-34mm-31mm-26mm (proximal to distal) with angulation in both iliacs >90degrees (sizing for this patient is off-label per IFU). On (B) (6) 2009, patient implant of a 28-16-155bl bifurcated device and a 34-34-100rl suprarenal extension . After deployment of the suprarenal extension, due to overlap within the bifurcated device and narrowed sections in the proximal aorta, the 34mm suprarenal extension was only able to expand to approximately 26-27mm. At the close of the procedure, there was good flow and no endoleak noted. No endoleak noted at 3 months. At 6 month follow up, there was a slight proximal type I endoleak. On (B) (6) 2010 the patient was treated with a 28-28-75l proximal extension with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy and sizing algorithm did not meet criteria for indications for use.